Event description:
It was reported that during laparoscopic low anterior resection procedure, the device was loading two clips at a time. The first clip was fully advanced in the jaw and the second clip jammed up behind it. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Advancer bypass. The batch record was reviewed and no anomalies were noted during the manufacturing process.